Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. Battery charger #2 voltage read out of specification on pins 6&7 of the j-7 connector. Reading 28.5 vdc. Battery charger 2 ordered, and replaced per procedure. Resulting outputs within expected ranges. The malfunctioning charger board has been received by the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a scheduled preventative maintenance visit, charger board 2 voltages were measured and found to be out of specification. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect charger board was returned to the manufacturer for analysis. The suspect charger board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.